Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, there was reported difficulty withdrawing a commander delivery system with a sapien 3 valve through a 16fr esheath+ during a transfemoral transcatheter aortic valve replacement procedure. The 16fr esheath+ appeared torn, and there was an injury at the access site. There was valve alignment difficulty with the commander delivery system during a transfemoral transcatheter aortic valve replacement procedure. As there was tortuous patient anatomy, the 29mm sapien 3 ultra resilia valve could not be aligned in a straight section of the anatomy. The balloon catheter would not pull back to the warning marker. The fine adjustment wheel would also not adjust the valve. Perceived root cause of the valve alignment difficulty was thought to be due to the tortuous patient anatomy. The decision was made to remove all the ew devices. The delivery system was unflexed during withdrawal, there was coaxial alignment of the delivery system upon re-entry into the sheath, and there was no retained volume in the delivery system balloon. Despite this, there was difficulty withdrawing the valve/delivery system completely into the sheath. The valve was pulled to the tip of the sheath, and everything was withdrawn. Damage to the tip of the 16fr esheath+ was observed. Damage was described as distal tip tear/distal tip damage. The damage was thought to have occurred during the withdrawal of the valve/delivery system with the sheath. A second commander delivery system, and 29mm sapien 3 valve were prepared. A non-ew sheath was then inserted. The sapien 3 valve was successfully implanted. At the end of the case, the vessel was torn at the puncture site, so a vascular cutdown was performed to repair the artery. The perceived root cause of the torn vessel at the puncture site was removal of the first valve. The patient was stable at the end of the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10 related report number. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The esheath+ was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Pre-procedural imagery of the patient's anatomy was provided, and the following was noted: patient's access vessels had presence of calcification and tortuosity. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn sheath distal tip and subsequent vascular injury was unable to be confirmed as no returned device/relevant device imagery was provided. Without the complaint device/applicable imagery, the nature of the reported failure (distal tip tear) was unable to be reliably ascertained. During the procedure, the distal tip can sustain damage (e.g. Tearing) through a combination of patient/procedural factors. Tip damage can be exacerbated by navigation through challenging patient anatomy (as reported, the patient had "tortuous patient anatomy"). Additionally, tip tearing can occur if there is non-coaxial alignment of devices causing the thv to catch on distal tip during withdrawal. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (valve caught on sheath distal tip) likely contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.